Event description:
The customer's mother reported via phone call that the insulin pump had an absence of no delivery alarm during a possible site occlusion. The customer's blood glucose was 190 mg/dl. The customer's mother stated that the customer had changed her infusion set out earlier and had had high blood glucose. The customer complained that the site hurt a little bit and exhibited a burning sensation. The customer changed her site, reported that it was working fine, but then she woke up with high blood glucose again; this led the customer to change the infusion set again. The customer stated that, upon removal of the first infusion set, insulin poured out due to a possible issue of the site having been blocked. The caller noted that no serious injury or hospitalization resulted from the issue and advised that she would try to have the customer call back to troubleshoot, as the insulin pump was not present at the time of call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.